Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer reports the catheter hub cracked and needed to be replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.